Event description:
Pt for bronchoscopy- during procedure, the aspiration needle was inserted through the scope and as physician penetrated the bronchus, the needle bent at a 90 degree angle. Physician attempted to withdraw the needle and bronchoscope, but was unable to without causing increased tearing of the bronchus. Pt taken to or for emergency right thoracotomy, removal of biopsy needle and right upper lobectomy was performed. Dates of use: 2008. Diagnosis or reason for use: bronchoscopy.